Event description:
Laser fiber soltive 940 (lot: kr450036, ref: tflfbx940s) caught surgical drapes on fire during procedure. Fire was recorded around patient's left foot surgical drape by surgical tech. Fire was extinguished with sterile water on the field. Front desk informed that code red was occurring. No injury recorded on patient when examined. Laser fiber was found snapped in half where fire started. Procedure continued as planned. Soltive machine used: ml13000904, last inspected 02/11/25, ref: tflcplu, sn: (B)(6).